Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that no action has been taken yet. It was noted, however, that the physician discussed that the lv lead is going to be replaced in the future.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, the lead was surgically abandoned. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited decreased sensing and increased pacing thresholds measurements. Sudden, out of range impedances of greater than 2000 ohms were also noted. It was noted that the patient was symptomatic with the loss of lv pacing. Technical services (ts) discussed a possible lead fracture. A chest x-ray was being performed and a lead replacement was being discussed. To date, there have been no reported adverse patient effects related to this clinical observation.